Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm and an incomplete bolus alert. The customer's blood glucose (bg) level was 404-500 mg/dl. The customer resumed insulin delivery and a bolus via the pump was used to address the high bg level. During troubleshooting with tandem technical support, the incomplete bolus alert feature was reviewed with the customer and air bubbles were noted in the infusion tubing. The customer also reported that the site reminder alert had been inadvertently set at the incorrect time and subsequently had not gone off that morning. The customer indicated that the supplies to the pump would be changed. Reportedly, the customer had been using humalog in the cartridge for 3 days.